Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. Prior to the procedure, upon interrogation it was discovered that the atrial lead exhibited intermittent episodes of lead noise. Programming changes were performed. The patient was in stable condition.